Manufacturer narrative:
Additional information was received that the transcatheter pulmonary valve (tpv) was implanted due to moderate regurgitation.   The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the regurgitation could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and two months following the implant of this bioprosthetic valve implanted in the pulmonary position of a pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for the valve replacement is unknown. No additional adverse patient effects were reported.